Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement and vessel dissection occurred. The physician attempted to place a liberte' 3.0x20mm bare metal stent to the calcified, mid left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the stent had dislodged from the balloon. The physician then used the sds balloon to push the dislodged stent a little forward toward the lad and then with a 3.0x20mm non bsc stent, he crushed the dislodged stent against the vessel wall. A dissection was then noted in the left main (lm), which was treated with a 4.0x20mm liberte' stent. No additional patient injuries or complications were reported. Patient status post procedure is noted as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending, review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.